Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the customer entered the transmitter ID number incorrectly. The transmitter did not reconnect after the customer entered the correct transmitter ID number. Transmitter was replaced to resolve the issue. No additional patient or event information was available.